Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx sling system during a procedure on (B)(6) 2005. According to the complaint, post procedure, the patient experienced unknown complications. The patient underwent a revision procedure on (B)(6) 2012. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.